Event description:
It was reported via repair work order that the bed was stuck in trend and the he lift would not raise/lower due to damaged coupler and sensor coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.